Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope did not have a suction unit set up to meet the requirements of the reprocessing instructions for use with scopes. The issue occurred during a staff in-service training session. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device was evaluated by a endoscopy support specialist and it was observed that the customer does not have a suction unit set up to meet the requirements of the reprocessing instructions for use (IFU) for their scopes. Based on the investigation results, the root cause could not be definitively identified. However, it is probable that the user's understanding deviated from olympus recommendations regarding the handling of the subject device, and/or errors in the reprocessing steps contributed to the malfunction. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the preventive measures in the following item. Reprocessing manual: 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.